Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy approximately around (B)(6) 2021 and the ipg was deemed inoperable. As such surgical intervention took place wherein the ipg was explanted and replaced with a new one. Post procedure therapy was restored.

Manufacturer narrative:
Section d4 ¿ model, serial number, lot number, expiration date and UDI added. Section h4 ¿ device manufacture date added. Corrected data: section a3 ¿ date of birth: changed from (B)(6) 1956 to (B)(6) 1965.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.